Event description:
In 2008: customer reported that a male was undergoing an angiogram to rule out vascular disease in the aorta and the right femoral iliac artery. The injector injected a couple of seconds prematurely. Customer reported that before they could stop the injector, the patient received 65ml of the 100ml optiray contrast media in the syringe. Customer reported that the images came out fine and physician felt no need to repeat the injection for the aortogram. The physician repositioned the 5fr catheter to the right iliac artery and the injector was reprogrammed. Customer reported that the injector started to inject prematurely again but they were able to stop the injection and the patient only received a couple ml's of contrast. Customer decided to bring in another injector to complete the procedure. There are no reported injuries to the patient.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer could not reproduce the problem reported by the customer. Fse evaluated and verified correct injector operation utilizing the illumena service manual pn 900955. Customer was informed of the investigation results and the injector was placed back into full service.